Manufacturer narrative:
Insulin pump passed self test and displacement test. Insulin pump vibrator functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that, the customer received with vibrate anomaly. Blood glucose value was unknown at the time of report. Troubleshooting was done and pump is neither beeping nor vibrating currently. Customer reports the pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Pump battery is not low. Self test was not completed. Customer already returned the pump for analysis. Advised customer to refer to back-up plan, per hcp instructions.